Manufacturer narrative:
Additional information: h6.

Manufacturer narrative:
The reported event of failure to advance was not confirmed. The stylet insertion test was performed. The test stylet was able to be advance through the entire lead without any restriction. X-ray and visual inspection of the lead found no anomalies.

Manufacturer narrative:
The results /method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure. During procedure, the stylet would not fully advance into the low voltage lead. The low voltage lead was discarded. The patient was discharged post procedure.